Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records was performed and no complaint related issues were found. The device was returned for investigation. Visual inspection showed that the measuring hook is broken due to a mechanical overloading situation just at the connecting part to the body. This part is more than 7 years old and therefore often in use during that time. No product fault could be detected. This complaint is invalid from a manufacturing standpoint.

Event description:
It was reported that the joint between the scale and the metal part of the depth gauge was damaged in the protection sleeve during a tibial diaphysis fracture procedure. The depth gauge was set in the protection sleeve before inserting the depth gauge into the body because of the measurement at the proximal segment. The depth was measured with the scale of the tip of the drill. This is report 1 of 1 for file (B)(4).